Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a part of the screw thread was worn out. The surgeon conducted the drilling, measuring, inserting of screw with the guiding block in the appropriate procedures. This hospital experienced this penetration in the past, so the surgeon used the guiding block by the final fixation and tried the final fixation visually without the guiding block. During the final fixation of radius screw carefully, the screw head looked proceeding too deep, so the sales rep required the surgeon stop the tightening and exchange the screw. A part of screw thread was worn out. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis.lot number given is for EU. Can not perform DHR. The review of the manufacturing documents revealed that the present screw was manufactured in may 2013 and that it conforms to the specifications. We conclude that the cause of failure is not due to any manufacturing non-conformance. No product fault could be detected.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.